Manufacturer narrative:
PMA/510k # estimated only. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft was implanted in the patient for an unknown endovascular treatment on an unknown date. It was reported approximately 10 years post the index procedure, the patient suffered rupture of the intrarenal abdominal aortic aneurysm. The stent graft had migrated with retroperitoneal rupture. Intervention was performed on this date and the stent graft was explanted. No further information is available regarding this event.